Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The full name of the event site is (B)(6) hospital. A getinge sr. Territory manager (stm) evaluated the iabp and discovered that the unit display connector was loose. The stm reconnected the display cable connector and the unit display worked fine. The iabp passed all functional and safety tests as per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had no display. The circumstance of this event is unknown; however, no patient was involved and no adverse event was reported.